Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified was received in one piece without any defects. The microscopic analysis confirmed the fiber tip was degraded, and there was a distorted light exiting the connector face indicating an internal connector fracture. The fiber was also functional tested, and the aiming beam was bright and distorted due to tip degradation. It is likely that procedural handling of the device during set-up and use contributed to the fiber internal connector fracture, leading to the reported event. The complaint against the fiber having black spots could not be confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during lithotripsy via ureteroscope preparations for a kidney stone larger than 1.5 cm, the fiber had been used for less than 3 times during normal use, there were black spots noted and the laser was not fired. Due to this, the procedure was completed using another device. There were no patient complications. The device was returned and analyzed, and it was confirmed the fiber connector was fractured.